Manufacturer narrative:
The surgical monitors subject of the reported event were returned to steris service depot for evaluation, and the issue was unable to reproduced. The units were then returned to the customer and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the image was flickering on three of their 31" vividimage 4k surgical monitors resulting in a procedure delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the monitors (serial numbers: (B)(6)) and found a 2" vertical line appearing on all three monitors. Facility personnel were provided with loaner monitors. The surgical monitors subject of the reported event were returned to steris service depot for evaluation. A follow up MDR will be submitted when additional information becomes available.